Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver case was opened for further evaluation. An internal inspeciton confirmed the reported event of a hardware error. The root cause was determined to be a bad solder.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Upon further review of the complaint, the previous evaluation was reported incorrectly. The correct evaluation is as followed: the complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved because the device was unable to communicate with the global communication tool. Due to the condition of the device, the reported event of a hardware error could not be confirmed. A root cause could not be determined.